Event description:
Customer reported aviva meter blood glucose results, within 10 minutes, of: (B)(6) 2013: 3:56pm- 259 3:55pm- 121 3:55pm- 212 3:54pm- 343 customer did not treat himself in anyway after receiving the results. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.